Event description:
It was reported that right atrial (ra) lead showed high threshold and upon interrogation, it was found that the right ventricular (rv) lead also showed high threshold and low r waves. Fluoroscopy confirmed both leads were dislodged and unable to retract screw on both leads. Both leads have been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, and there was blood in/on the helix mechanism. The analyst also noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin.